Manufacturer narrative:
The reported events were use of device problem, high impedance and capturing problem. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of high impedance and capturing problem were not confirmed. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. Upon visual and x-ray examination, no anomalies were noted except for procedural damage.

Event description:
It was reported that during procedure, the lead failed to be implanted due to high pacing threshold and high pacing impedance. The physician elected to not used the lead. The patient was stable throughout the procedure.